Event description:
Caller reported a malfunction on the pump, labeled as malfunction code 0. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code recurs.